Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the results of the x-ray showed the pump was in the correct position. The patient was brought back with the company representatives present and the septum was located and pump was refilled successfully. The cause of not being able to locate the septum was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, dose and concentration not reported, via an implantable pump. The healthcare provider also stated that the patient had a mixture of baclofen and preservative free saline. The healthcare provider had filled the pump with 11.5ml of saline and 8.5ml of baclofen. The indication for use was intractable spasticity. The healthcare provider reported they were unable to locate the septum. The healthcare provider was using a template. The patient was getting an x-ray to check on the pump. The healthcare provider requested that a company representative come to check the pump. There were no reported patient symptoms.